Event description:
The customer observed a false negative architect anti-hbc ii result generated on an architect i2000sr analyzer for a 47-year-old male patient diagnosed with chronic hepatitis b. Sid (B)(6), initial result = 0.04 s/co, repeat result = 0.10 s/co (reference range 0-1 s/co). Additional results provided: hbsag = >250 iu/ml, anti-hbs = 0.16 iu/ml, hbeag = 1150.256 s/co, anti-hbe = 36.03 s/co. The sample was tested on roche for anti-hbc generating a result = 0.013 s/co (reference range >1 s/co). The sample was reactive on the wantai platform. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22, PMA p080023.